Event description:
It was reported while trying to move the patient left the table moved right and the patient fell.

Manufacturer narrative:
The medical center is not properly maintaining the advanced control I-base, dc. Site staff would have recognized that the table was not functioning properly by conducting a pre-inspection before cases. As stated in the 5803 advanced control base owner's manual, before and after each use, inspect the advanced control base and its components for possible damage, excessive wear, or non-functioning parts. Carefully inspect all critical, inaccessible area, joints, and all moving parts for possible damage or non-function. Damaged or defective parts should not be used or processed. The table was manufactured in 2003, the product lifetime is defined as 10 years."evaluation of the device against the preventive maintenance checklist identified 22 failed items."

Event description:
It was reported while trying to move the patient left the table moved right and the patient fell.